Manufacturer narrative:
H2: based on the images provided, there does not appear to be excess wear of the polyethylene components. The reason for the revision reported could not be confirmed.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6: clinical code 1924 no longer applies. Change to e2401 insufficient info. Investigation findings code 4243 packaging materials problem no longer applies. Investigation conclusion code - 22 known inherint risk of device changed to d1501 cause linked to device but unable to trace more specifically.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer d10: concomitants: 4701923 - 02-010-01-0250 - lgc femoral ps cem left sz 5 5719637 - 201-78-15 - holding pin mini sharp point 4 pk 5879110 - 02-012-43-5040 - lgc tibia rbktray cem sz 5f/ 4t 6167583 - 201-78-81 - 3 trocar, mod. Hex 2pk 6458785 - 200-02-41 - three peg patella 41mm s043846 - 521-78-32 - threaded pin size 3.0 collarless s054148 - 521-78-23 - threaded pin size 2.3 collared s054149 - 521-78-23 - threaded pin size 2.3 collared. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a 59 yo male patient, initial left knee implanted on (B)(6) 2020, underwent a revision procedure on (B)(6) 2024, approximately 3 years 8 months post the initial procedure. The patella was removed, and the tibial insert was revised to a size 5, 11mm. Poly wear was indicated. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. X-rays were provided. No product is available for return as it was disposed of by the hospital. Device images were provided. No further information.